Event description:
It was reported that prior to implant, when unpacking the lead, the screw was already out and crooked. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Analyst noted that the lead was returned with the helix bent and blood visible on helix, sleevehead, on the anchoring sleeve and the outside of the lead body. According to the appearance of dried blood on the lead, this leads us to conclude that the helix bent occurred at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.